Event description:
The customer called to report being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1000 mg/dl. The customer stated that she was in a diabetic coma. The customer stated that she had fallen, and broken her arm prior to the event. The customer had her neighbor insert an infusion set for her. Soon after that, she began experiencing high blood glucose levels, and was vomiting violently. Her husband gave her syrup, which caused her to lose consciousness, and made her confused. The customer stated that the cannula was bent when the infusion set was removed. The customer's doctor requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.